Event description:
Fmc reported (1204) an internal blood leak (first use). Estimated blood loss 250cc. No medical intervention. The sample is not available for examination. Medwatch filed on the blood loss.